Manufacturer narrative:
Healing cap could not be removed from dental implant. Implant was removed by dentist. Product analysis revealed that healing cap could be removed with 25 ncm. Residues from blood detected. IFU clearly states that implant shall be rinsed from blood to prevent crust or blood residues. User should have consulted IFU to prevent this from happen.

Event description:
Healing cap could not be removed from dental implant. Implant was removed by dentist.